Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pain and shortness of breath. A transmission observed the right ventricular (rv) lead with small r-waves. Some stored electrograms showed intermittent t-wave oversensing (twos). The issue was unable to be remedied with programming changes based on the low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient also experienced palpitations.